Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed rp k6,k6a,k7,k8 leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Additional information: e1 (event site postal code:(B)(6). A getinge field service engineer (fse) evaluated the unit and placed bid for changing the drive manifold to resolve the issue. Part replacement is still pending. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g1 contact person ¿ mfg site, g3, g6, h2, h11. Corrected field: d4 UDI number, h3, h6 (component code, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and placed bid for changing the drive manifold to resolve the issue. Fse replaced the 5000 kit and drive manifold. Tested the overall operation. The machine can work normally.